Manufacturer narrative:
Additional information was added to d9, h3, h4 ,h6, h10: h4: the lot was manufactured from december 17, 2020 - december 18, 2020. H10: three (3) actual devices were received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample. When the units were removed from the bag, the cause of the small leak inside the bag was found to be due to a slightly untightened blue winged cap. A functional leak test was performed by filling the units with green colored water. After fill and prime, to ensure the blue winged cap is securely connected, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The samples were being monitored until the next day. The next day, no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) folfusors sv (small volume) leaked. The devices were filled with fluorouracil. The issue was identified after filling, before patient use. It was further reported that all connections were securely tightened. There was no patient involvement. No additional information is available.